Event description:
Patient presented back to the physician with continued mouth and throat pain. Physician brought the patient into the or, removed the right-sided submandibular gland, repositioned the stimulation lead, re-sutured the anchor point, and closed the incision.

Event description:
The patient presented to the physician with mouth pain and pain when speaking and swallowing. The physician prescribed pain medication and antibiotics.